Manufacturer narrative:
Gtin/UDI number for item mz1000-07, lot 17035363 is (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the maxzero "cap" cracked and leaked while infusing an unspecified medication. Although requested there are no other event details provided by the customer.